Event description:
It was reported that a pump declared an altitude alarm. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer's blood glucose level, which remained between 54-500 mg/dl. The customer's insulin delivery was initially suspended due to the alarm, but they were instructed by technical support to clean the speaker holes and replace the cartridge. After loading a new cartridge and resuming insulin delivery, the alarm did not recur within five minutes. The original cartridge was identified as not venting properly, and the pump resumed normal operation with the new cartridge.